Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten devices were received for evaluation; 10 events were confirmed during testing. Ten devices were found to be affected by a bent foot. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes ten malfunction events in which the device had a bent foot. There was no patient involvement; no patient impact.